Event description:
It is reported that upon impaction the locating pin on the poly inserter broke off.

Manufacturer narrative:
Eval - as returned, the peg on the poly impactor has fractured off at its base. The fractured component was not returned for review. The usage history of the device is unk as well as how it was aligned before impaction. The root cause of the issue is unk but a likely contributor to failure of this nature is off-axis impaction. The device has a potential field age of approx 10. The device was found to meet print specs and the device history records appear to be conforming. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.